Event description:
It was reported that a patient presented with capsular contraction syndrome (ccs) and the lens vaulted asymmetrically (z-syndrome) post lens implant. A yag laser procedure was done at the hinge on (B)(6) 2014. This report pertains to the patient's left eye. Additional information has been requested, but no additional information has been received by bausch plus lomb to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.